Manufacturer narrative:
Correction: based on the further review, the codes from the initial MDR of code 4009 - ejection problem is no longer applicable and there is no quality issue with johnson & johnson iol. Therefore, this event is assessed as not reportable. There will no longer be any further reporting under MFR report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery, surgeon advanced the preloaded monofocal lens prematurely and the lens couldn't be reloaded. A new lens of the same model and diopter was successfully implanted without any issues. No patient injuries or medical interventions occurred. No further information is available.